Manufacturer narrative:
(B)(4) investigation: the disposable sets were not received for evaluation. Reserve samples for this lot were visually examined, and the solution volume and solution composition were tested, with no abnormalities noted. The manufacturing records and testing and inspection records were reviewed. The lot conformed to all specifications. Reserve samples for a typical hemolyzed lot were used for hemolysis testing. Hemolysis testing was performed on the cationized and super-cationized membranes, with hemolysis found. Root cause: a definitive root cause could not be determined. It is possible that the cationization levels of the filters is causing the hemolysis. Hemolysis can also be caused by the following:-characteristics of blood, e.g. Red blood cell fragility-bacterial contamination-excessive cooling-filter clogging - the presence of blood aggregation can increase the risk of filter blockage corrective action: an upper limit of the average cationization level has been established and implemented in lots now being manufactured.

Event description:
The customer reported that they discarded 2 units of plasma due to hemolysis. There was not a transfusion recipient or patient involved at the time of the whole blood processing for plasma units, therefore no patient information is reasonably known at the time of the event. The disposable sets are unavailable for return because the customer discarded them. This report is being filed due to a device malfunction that has the potential for injury.